Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h / 2016 checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Patient reported being hospitalized due blood glucose levels reaching high (>500mg/dl) and the pod stopping insulin delivery. Patient was diagnosed with diabetic ketoacidosis and treated with an insulin drip. Pod worn between 1 and 4 hours.

Manufacturer narrative:
The returned device was evaluated and performed as designed. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction; its root cause could not be determined. No defect or deficiency that would have contributed to the reported high bg was found.